Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -09.5 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting and significant reduction of irido-corneal angles. The lens was no exchanged for another lens.

Manufacturer narrative:
Shallow angles were reported. Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found the optic split and foreign material not possible to specify on lens surface. Dimensional inspection found lens was within specification. Work order search: no similar complaints were reported for units within the same lot. Claim #(B)(4).